Manufacturer narrative:
The insulin pump passed the displacement, prime/compromised force sensor system, and excessive no delivery alarm tests. No excessive no delivery alarm was noted during testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer kept receiving no delivery alarms on the insulin pump. Customer's blood glucose was over 500 mg/dl. Customer treated with a manual injection. Caller stated that the alarm occurred previously and had occurred during a bolus. Caller stated that the no delivery alarm is recurring and the issue has not been resolved. Caller stated that the alarm was resolved by a complete set change. Caller was advised that the pump was working as designed to detect an occlusion when the alarm occurs. Caller does not want to return the set or reservoir for analysis. Caller was advised to call when the alarm occurs in order to troubleshoot.